Manufacturer narrative:
(B)(4). Date sent to FDA: 07/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unknown: did the pull off occurred during use on the patient or during handling/dispensing before use on the patient? Procedure name and date? H3 analysis summary: visual inspection was conducted on the picture received. It was observed an opened package with a double armed sample code eh7222 with a detached needle in an extreme of the suture. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis at the time. One opened sample of product code eh7222 was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, it was determined that the product code is double armed and no needle pull off was notes since the needles were still attached to the barrel hole of the needles, however, the strand was observed broken in two sections; one of them still into the winding former. In addition, ends of the suture were observed with elongation due to stress applied. Also, no damaged caused by surgical instrument or use were observed. The damaged suture defect has been correlated to the manufacturing process. Based on the information currently available, the damaged suture defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pgb852, and no non-conformances related to the reported complaint condition were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the pull off occurred during use on the patient or during handling/dispensing before use on the patient? Procedure name and date? Device return status/follow up?

Event description:
It was reported that a patient on an unknown date and suture was used. During the procedure, the problem of pulling off suture needle had happened. Changed to another one to complete the surgery. There were no adverse patient consequences. Additional information was requested.